Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received new lysis treatment due to coagulation disorder. The patient remained in the intensive care unit (ICU) and subsequently expired.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two controllers, a battery, and a controller ac adapter were returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Product event summary: the pump, controller ac adapter, battery and two controllers and were returned for evaluation. Failure analysis of the returned controllers revealed that the devices passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power ports one (1) and two (2) on con300398 and around power port 2 on con300198. An internal inspection of both controllers did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the battery revealed that the device passed functional testing; visual inspection revealed wear to the center block of the battery connector. Failure analysis of the controller ac adapter revealed that the device passed functional testing; visual inspection revealed that the output cable outer sheath had splits, leading to exposed wires. The observed worn battery connector center block and controller ac adapter exposed wires are additional observations not related to the reported event. Based on the available information, the most likely root cause of the worn battery connector can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. An internal investigation was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. A possible root cause of the damaged controller ac adapter output cable can be attributed, but not limited, to wear and/or to the handling of the device. Review of the controller log files from 06-dec-2018 revealed a gradual increase in power consumption starting 24-nov-2018 followed by a sudden increase in power consumption on 05-dec-2018 and 59 high watt alarms logged since 05-dec-2018. Review of the controller log files from 08-jan-2019 revealed multiple increases and decreases in power consumption since 20-dec-2018; 71 high watt alarms were logged since 01-jan-2019 and 29 low flow alarms were logged since 02-jan-2019. As a result, the reported high power event was confirmed. Of note, it was reported that the patient received lysis therapy. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information , the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to poor vad filling, inappropriate pump rotational speed, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2019 / serial or lot#: bat602577 UDI #: asku d10: yes, return date: 23-jan-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jul-2018 h5: no h6: patient code(s): c76143 h6: device code(s): c63248 h6: FDA method code(s): 10 h6: FDA results code(s): c92079 h6: FDA conclusion code(s): 19 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1430de / catalog #: 1430de / expiration date: unk / serial or lot#: cac008648 UDI #: asku d10: yes, return date: 23-jan-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: unk h5: no h6: patient code(s): c76143 h6: device code(s): c62968 h6: FDA method code(s): 10 h6: FDA results code(s): c92079 h6: FDA conclusion code(s): 19 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-jan-2018 / serial or lot#: con300398 UDI #: asku d10: yes, return date: 23-jan-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jan-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c62968 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): c92079 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 31-jan-2018 / serial or lot#: con300198 UDI #: asku d10: yes, return date: 23-jan-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jan-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c62968 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): c92079 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had high power and elevated flow which triggered a high watt alarm. Pump thrombus was suspected. The patient received lysis therapy and the vad remains in use. No further patient complications have been reported as a result of this event.